Event description:
It was reported that the patient presented in clinic for f/u experiencing shortness of breath. The left ventricular lead exhibited loss of pacing, insulation anomaly, and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.